Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic module failure. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic module failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: a1, b4, b5, b6, b7, d11, e1(email), e2, e3, g4, g7, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse found several fault 53 in the logs, so the fiber optics assembly was replaced. The fse then performed preventive maintenance (pm) with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.